Event description:
In 2008, the patient reported a lump beneath her skin "the size of a marble" with redness at an infusion site that was removed 2 days ago. She stated that the infusion site was removed due to elevated blood glucose of 248 mg/dl. Her normal blood glucose level is 80-150 mg/dl. She stated that the area itched after the infusion site was removed and she rubbed it, which may have caused the redness. She was unable to recall if she used IV prep to prepare her skin prior to inserting the infusion site. She stated that she sometimes forgets. The patient was instructed to contact her physician. Upon follow up on the following month, the patient's husband reported that the patient spoke with her physician who prescribed "some medication" and the area of inflammation is now healing. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.